Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he had to take more insulin than normal and he has air bubbles in the reservoir. Customer's blood glucose was over 180 mg/dl and has been over 200 mg/dl in the evening because of the heat. Customer stated that the air bubbles were tiny leading up to a large bubble. Customer stated that the pump was not rewound with the reservoir in place. Customer stated that the insulin was not stored in room temperature. Customer was advised to change the infusion set. Customer's current blood glucose was 232 mg/dl. Customer declined to check his settings and was advised to have the insulin warmed to room temperature before inserting it into the pump.